Event description:
Nellcor purtin bennett received a report from a nellcor rep that the unit did not provide an audio following the speaker upgrade. There was no pt harm reported.

Manufacturer narrative:
The unit was requested back for eval, but has not yet been received.